Event description:
An endurant ii aortic cuff was implanted in the patient for an endovascular treatment of aneurysm expansion with bilateral snorkel of the renal arteries. The aneurysm diameter measured 70 mm at the time that the aortic cuff was implanted. The patient was previously treated for a 55 mm in diameter abdominal aortic aneurysm. It was reported that a CT revealed a proximal type I endoleak and that the aneurysm measured 62 mm in diameter. The physician elected to implant multiple coils and onyx to the endoleak area and the aneurysm. A final angiogram revealed that the proximal type I endoleak was resolved. Per the physician the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.